Manufacturer narrative:
(B)(4) evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported issue related to sheath splitting. A review of the lot history record revealed no nonconformities related to the reported event. A review of the complaint handling database identified similar events for this lot. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. In cases where the starclose se fails to achieve hemostasis, the resulting action is to apply manual compression. This may result in a delay in achieving patient ambulation but is not serious or life threatening. While product in the field with this issue may cause user dissatisfaction, the result of the issue is a minor safety risk as hemostasis may be achieved using manual compression. It should be noted that the starclose instructions for use (IFU) states: do not deploy the clip in areas of calcified plaque. Av has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017, [medwatch # 2024168-2017-00941].

Manufacturer narrative:
(B)(4). Abbott vascular has initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017,[medwatch # 2024168-2017-00941].the device was returned for analysis and abbott vascular (av) identified the thumb advancer stroke was partially completed. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint handling database found no similar incidents from this lot. Root cause suggest the issue was related to the user interface during the procedure. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The starclose se device was used in a calcified artery. Per the instructions for use: do not deploy the clip in areas of calcified plaque. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a starclose se device with a 6f sheath after a diagnostic cardiac catheterization procedure. Reportedly, the starclose se clip was deployed but hemostasis was not achieved. When the starclose se device was removed the clip was found on the distal end of the starclose se device. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.